Event description:
Pt was admitted for emergency surgery for a malfunctioning vp shunt. Physician found that a portion of the ventriculoperitoneal catheter at the neck level was broken. This physician postulation was that this peritoneal catheter broke 9cm below the proximal end (ie the top end).